Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-25542 for MDR submission of the adverse event and malfunction related to tissue adherence while using a mcs instrument.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, repeated use of the monopolar curved scissors (mcs) instrument led to degradation of the surface coating and heat accumulation on the blades, resulting in tissue adhesion. Consequently, the blades obstructed the field of view and impaired the efficiency of both cutting and electrocautery. This necessitated frequent removal of the instrument for cleaning, which not only prolonged the surgical time but also increased the risk of tissue damage and bleeding, ultimately compromising surgical safety. To resolve the issue, a backup mcs instrument was used; however, the issue recurred. Additional information has been requested; however, no response has been received.